Event description:
On (B)(6) 2013, it was reported that this generator was explanted and replaced. The device was reportedly explanted on (B)(6) 2013 due to battery replacement. The device has not been returned to date.

Event description:
The generator was received on (B)(4) 2013 for analysis. A returned product form indicated that the reason for revision was prophylactic.

Event description:
As the generator explant occurred about 6 years after the infection was reported, the explant was likely not related to the infection.

Event description:
Additional information was received that product analysis was completed on the generator. The manufacturing records show that the pulse generator passed all specifications before it was released. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Correct data: follow-up report #1 should not have been submitted. The information about the explanted of the patient¿ generator was inadvertently reported in follow-up report #1 as the explant and irrelevant to the infection. Since the explant was reported the manufacturer continued to report relevant information regarding the explant.

Manufacturer narrative:
Event description, corrected data: as the device explant was performed about 6 years after the infection was reported, it is likely the explant was not related to the infection. Therefore, the information is supplemental mdrs 1, 2, and 3, about the explant and pa results are not relevant to the event.

Manufacturer narrative:
Vns therapy system labeling lists infection as a potential adverse event possibily associated with surgery.

Event description:
Reporter indicated the pt developed an infection at the chest incision site post implant. The chest pocket was irrigated and the infection was treated with antibiotics. Review of manufacturting records for the pulse generator confirmed sterilization of device. Available info suggests that the event was related to the surgical procedure.